Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of infection were drainage and pain at the ipg site. It was also reported that there was a small opening at the mid incision site. The patient was prescribed with antibiotics and will undergo an explant procedure. Additional information was received that the patient underwent an explant procedure. It was unknown if the patients infection was device related. It was noted that the cervical lead explant procedure (MFR. Report number: 3006630150-2019-02648) may have cause or contributed to the infection.

Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of infection were drainage and pain at the ipg site. It was also reported that there was a small opening at the mid incision site. The patient was prescribed with antibiotics and will undergo an explant procedure.